Manufacturer narrative:
Product not yet evaluated. Internal report (B)(4).

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored properly, and were first opened (B)(6) 2015. Reviewed meter memory: 1:66mg/dl (B)(6) 2015 08:54:00 am fasting: yes. 2:118mg/dl (B)(6) 2015 05:08:00 pm fasting: yes. 3:89mg/dl (B)(6) 2015 09:36:00 pm fasting: yes. 4:85mg/dl (B)(6) 2015 09:38:00 pm fasting: yes. 5:44mg/dl (B)(6) 2015 12:00:00 am fasting: yes. The customer also stated that her trueresult blood glucose meter displayed 66mg/dl when compared to a competitor's meter which displayed 142mg/dl. No adverse event reported.